Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. The following information was requested, but unavailable: what is the current patient status due to the "major bleeding due to arterial puncture"? Was there any change to the procedure or post-op care for the patient? Please clarify if the device itself or the clips caused the arterial puncture? You stated the jaws were misaligned; were there any unformed or malformed clips as a result? What volume of blood was lost? Was a transfusion required?

Event description:
It was reported that during a cardiac-heart procedure, there was misalignment of the jaw. There was major bleeding due to arterial puncture, but was made repair with suture without further complications.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: what is the current patient status due to the "major bleeding due to arterial puncture"? The patient is fine and he/she had already been discharged from the hospital. Was there any change to the procedure or post-op care for the patient? The surgeon had to make a repair with suture to stop the bleeding. Please clarify if the device itself or the clips caused the arterial puncture? The device was with a misaligned jaw causing cross-closing clip, resulting in sharp punch clip causing the vessel injury. You stated the jaws were misaligned; were there any unformed or malformed clips as a result? Yes. What volume of blood was lost? Not informed. Was a transfusion required? It was not necessary.

Manufacturer narrative:
(B)(4). Batch # (B)(4). The analysis results found that the lx107 device was received in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon functional testing of the device, the instrument loaded, retained and deployed 6 clips as intended. The instrument was fully functional and conforming to our manufacturing requirements. No conclusion could be reached as to what may have caused the reported incident. The batch history records were reviewed and certed by external manufacturing that the manufacturing criteria was met prior to the release of the equipment.